Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator screen is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 08/03/2016. Conclusion / root cause: this vga controller board was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).